Event description:
Customer called to report failed calibrations for blood urea nitrogen (bun) and creatinine (crea) on the unicel dxc 800 synchron system. The customer technical specialist (cts) assisted customer with troubleshooting the instrument, during which customer noticed fluid on the top of the cup module covers. After further troubleshooting, the cts generated a service request. On the same day, the field service engineer (fse) inspected the instrument and found that there was no vacuum at the modular chemistry (mc) wash collar. The fse then removed a clot from the mc wash collar vacuum valve. The fse also replaced the mc sample probe. After priming the instrument, calibrating the mc side, and running controls on the instrument, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no erroneous patient results were generated and that no one was affected by the instrument issues.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).